Manufacturer narrative:
Results: timing link.

Event description:
It was reported by service report that the foot right side rail could not be locked in high height and the power cord was missing the ground prong. No pt involvement or adverse consequences are reported.